Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and weight increased outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and weight increased to be related to essure. The following information was received from social media. Bleeding, pain and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and weight increased outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and weight increased to be related to essure. The following information was received from social media. Bleeding, pain and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.